Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 24 mmol/l. The customer did experienced the symptoms such as vomiting and diarrhea. The customer was treated by insulin drip. It was unknown if the customer was using auto mode or not at the time of incident. Troubleshooting was performed. No further patient complications were reported.